Event description:
Lap cholecystectomy - "2 clips fired at the same time, 2 clips delivered in the pt were not able to close the clips completely."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.